Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0267011, medical device expiration date: 2021-09-30, device manufacture date: 2020-09-23. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation of the sample and missing label information. The following information was provided by the initial reporter: "mat. 367988 batch. 026701, and unknown (provided 0275834,0275832) (1 of 2). Is reported that customer experience issues while processing specimens. Phone call received: customer meation 612 total affected but has no specific lot or mat no. Has been on going and does not have a specific number for feb/ march. Claiming her rejection rate is way higher than the normal rejection rate. She has supporting data. This is happening with the tiger stoppers and gold tubes. Does not have a mat # for the tiger stoppers. (B)(6) 2021: I called the customer to get clarification on the complaint, customer says that samples are being drawn and spun down by phlebotomist in a nursing home. They then are sent to a small reference lab where they are being rejected due to the sample being dislodged. She states that after they are spun the separation is good. Samples are put in a bio hazard bag and transported into blood bags."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure, poor barrier because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier separation based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation of the sample and missing label information. The following information was provided by the initial reporter: "mat. 367988 batch. 026701, and unknown (provided 0275834,0275832) (1 of 2). Is reported that customer experience issues while processing specimens. Phone call received: customer meation 612 total affected but has no specific lot or mat no. Has been on going and does not have a specific number for feb/ march. Claiming her rejection rate is way higher than the normal rejection rate. She has supporting data. This is happening with the tiger stoppers and gold tubes. Does not have a mat # for the tiger stoppers. On (B)(6) 2021: I called the customer to get clarification on the complaint, customer says that samples are being drawn and spun down by phlebotomist in a nursing home. They then are sent to a small reference lab where they are being rejected due to the sample being dislodged. She states that after they are spun the separation is good. Samples are put in a bio hazard bag and transported into blood bags."

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation of the sample and missing label information. The following information was provided by the initial reporter: "mat. 367988 batch. 026701, and unknown (provided 0275834,0275832) (1 of 2) is reported that customer experience issues while processing specimens. Phone call received: customer meation 612 total affected but has no specific lot or mat no. Has been on going and does not have a specific number for feb/ march. Claiming her rejection rate is way higher than the normal rejection rate. She has supporting data. This is happening with the tiger stoppers and gold tubes. Does not have a mat # for the tiger stoppers. (B)(6) 2021: I called the customer to get clarification on the complaint, customer says that samples are being drawn and spun down by phlebotomist in a nursing home. They then are sent to a small reference lab where they are being rejected due to the sample being dislodged. She states that after they are spun the separation is good. Samples are put in a bio hazard bag and transported into blood bags."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 367988. Medical device expiration date: 9/30/2021. Device manufacture date: unknown. Medical device lot #: 0275832. Medical device expiration date: 9/30/2021. Device manufacture date: unknown. Medical device lot #: 0275834. Medical device expiration date: 9/30/2021. Device manufacture date: unknown. Medical device lot #: 0267011. Medical device expiration date: unknown. Device manufacture date: unknown.